Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was intermittently not charging when the customer plugged the usb cable into the usb port on the pump, despite using multiple usb cables, wall adapters, and power sources. Blood glucose ranged from 132-180 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.